Event description:
The international philips field service engineer (fse) reported that a ventilator experienced a 35-volt (v) power supply failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
It was recommended that the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba be replaced to resolve the reported issue. The replacement of both parts aligns with the recommended repair of the reported malfunction per the service manual. The pm and mc boards have already been requested and ordered but the repair of the unit cannot be completed at this time due to the parts being on backorder. When the parts become available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.